Event description:
It was reported that after successful coronary stent deployment, there was a perforation of the lower anterior descending. The physician attempted to repair with a balloon and was partially successful however, the pt went to surgery. Pt status is listed as "okay".